Event description:
The customer reported that the s2 drill and straight attachment were overheating and the drill was making a noise as if the bearings had gone. The handpiece got hot almost immediately he started drilling. They were hot for the surgeon to hold but he was able to complete the case using these devices.

Event description:
The customer reported that the s2 drill and straight attachment were overheating and the drill was making a noise as if the bearings had gone. The handpiece got hot almost immediately he started drilling. They were hot for the surgeon to hold but he was able to complete the case using these devices.

Manufacturer narrative:
The reported event was duplicated. The device overheated. Upon disassembly, the technician noted internal corrosion was observed. Corrosion can occur over time; however, cleaning habits may contribute to corrosion.